Event description:
A doctor alleged that black specks were present in the sonicfill composite after light curing a patient's restoration.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor removed the black specks with a bur and the procedure was completed using a different sonicfill tip during the same office visit. To date, the patient is doing fine. The product was returned and a visual evaluation was performed, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.